Manufacturer narrative:
Additional manufacturer narrative: the device is expected to be returned for evaluation; however, it has yet to be received. A supplemental report will be submitted accordingly once the devices is returned and evaluated.

Event description:
It was reported that the vigileo monitor displayed ¿very high co and very variable svv,¿ during use on hypotensive patient; therefore, the customer presumed the values were incorrect. No additional information was available at the time of this report. No patient compromise was reported and no other system-related components were identified as suspect.

Manufacturer narrative:
The monitor was returned and examined. No other system-related devices were identified as suspect. The monitor was manufactured october 2, 2007 and has an expiry date of september 30, 2012. Review of the device history record supports that there were no non-conformances for any reason. Per edwards¿ procedures, the useful life of the monitor is 5 years. The monitor has significantly exceeded its useful life. Examination of the returned monitor was unable to replicate the customer¿s complaint. No defect was found and the monitor performed per specifications. All functional and safety testing results support that the monitor performed as expected. Seventy two hours of ¿burn-in¿ testing, simulation and final test unit results succeeded with no faults identified. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and there was no evidence of any other failure which could be associated to the customer¿s experience. No further actions will be pursued at this time; however, trends will be monitored.